Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd display was found to be blank. The device's lcd display was replaced to address the issue.